Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. The system has been explanted and returned. No further information is available at this time.